Manufacturer narrative:
This event is considered as a central non-infectious corneal ulcer. (B) (4).

Event description:
Eye care professional reported a pt was treated for bilateral chronic follicular conjunctivitis and lens wear was resumed. The pt presented one week later with a corneal ulcer, centrally located, left eye. No anterior chamber reaction, watery discharge, mild pain and moderate redness noted. Treatment consisted of besivance. Event resolved and lens wear has resumed.